Manufacturer narrative:
Occupation: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-19, information was received from an healthcare professional (hcp) regarding a patient receiving morphine (unknown dose and concentration) and baclofen (unknown dose and concentration) via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. On (B)(6) 2018, the patient presented with signs of overdose. The hcp indicated that the patient's pump was refilled yesterday ((B)(6) 2018). The hcp stated that the patient "has issues with blood pressure and heart rate but didn't go into specifics". No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.